Event description:
The user reported that after a pericardiocentesis procedure approx 2cm of the catheter tip broke free upon removal and remains in the tissue track of the pt. The physician reported that access was very difficult, the pt's anatomy was tortuous, and the pt's heart was not in the appropriate position. The catheter was placed over an amplatz wire and had to be repositioned one time. The catheter was in place for two days prior to removal. The physician reported that the pt has terminal cancer and the remaining piece will not be removed. The pt will be monitored by their attending physician and will be evaluated if another drain is needed. No harm or injury was reported.

Manufacturer narrative:
One used suspect device was returned for eval. The customer did not provide a lot number. A search of the account order history resulted in two potential lot numbers, t324533 (expiration date: 09/30/2012, device manufacture date: 02/2012) and t333609. Lot t324533 was received on (B)(4) 2012 and lot t333609 was received by the account on (B)(4) 2012. The event in this complaint was determined to most likely be from lot t333609. The device history records were reviewed for both lots and found no exception documents. The complaint database was reviewed and found no similar complaints for either lot number. The device was examined visually and the complaint was confirmed. The catheter hub had been cut off from the body tubing. The remaining eight sideports were distorted and appeared to be slightly elongated. The device was broken at approximately the location of the ninth sideport. The device was measured and it was determined that approx 4cm of the distal end was missing. Merit is unable to determine an exact root cause for the reported damage. The reported tortuous anatomy of the pt and difficult removal of the device may have contributed to the device event. Process eval.